Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system y-type blood/solution set popped off. This occurred during patient use, when the second blood bag was spiked. New tubing was used to continue the treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.